Event description:
The patient reported that a johnson and johnson (jnj) intraocular lens (iol) was implanted into her right and left eye. The patient reported experiencing blurry vision affecting all ranges of vision, with the issue being more pronounced in the right eye. She has undergone a subsequent lasik surgery. Her right eye was implanted (B)(6) 2022. However, the blurriness began approximately 2-3 months ago from the date this event was reported to jnj which is (B)(6) 2025. Reportedly, there were no changes to her overall health during this time. Prior to the onset of symptoms, she described her vision as excellent. No further information was provided. This report captures the left eye. Manufacturer report number 3012236936-2025-0002059. The right eye is reported in manufacturer report number 3012236936-2025-0002058.

Manufacturer narrative:
Section a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. Approximately 2-3 months ago from the date this event was reported to jnj. Event was reported july 24, 2025. Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.